Manufacturer narrative:
(B)(4). Investigation is still in progress. (B)(4). Investigation is still in progress.

Event description:
Description according to complainant: the patient called indicating she had a gastric bypass done in 2010 by a physician at (B)(6) hospital in (B)(6). The physician placed a navalign cook select jugular vena cava filter for precautionary reasons to filter any blood clots in case they would form. The patient had a cat scan done approximately 2 years ago and it showed the filter had perforated in 3 spots, next to the vena cava, and is ready to rupture. The patient indicated she was immediately sent to a physician but the physician told her he did not know how to take care of this. Add info received on (B)(6) 2016: it is alleged that "[pt] received a cook celect filter on (B)(6) 2010 at (B)(6)medical center in (B)(6)". Patient outcome: the patient is seeking help at this time. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: no imaging and only very limited information provided. Therefore, it is not possible to comment on the reported celect filter, which allegedly had perforated in 3 spots and is ready "to rupture". Also, it is unknown, if any treatment in the area of the filter had any impact on the filter appearance/placement given the limited information available. Filter perforation of the vena cava wall is a well known risk and several case reports published in articles, describe filter perforation of the vena cava wall. There is no evidence found to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description according to complainant: the patient called indicating she had a gastric bypass done in 2010. The physician placed a navalign cook celect jugular vena cava filter for precautionary reasons to filter any blood clots in case they would form. The patient had a cat scan done approximately 2 years ago and it showed the filter had perforated in 3 spots, next to the vena cava, and is ready to rupture. The patient indicated she was immediately sent to a physician but the physician told her he did not know how to take care of this. Add info received on 29jun2016: it is alleged that "[pt] received a cook celect filter on (B)(6) 2010". Patient outcome: the patient is seeking help at this time. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of (B)(4) (importer). F10) patient code 1: vessels, perforation of (2135) ¿ listed in IFU. Patient code 2: pain, abdominal (1685) ¿ not listed in IFU. Patient code 3: anxiety (2328) ¿ not listed in IFU. Device code 1: difficult to remove (1528) ¿ not listed in IFU. G1) name and address for importer site: (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. H3 other text: exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of (B)(4) (importer). F10) patient code 1: vessels, perforation of (2135) ¿ listed in IFU. Patient code 2: pain, abdominal (1685) ¿ not listed in IFU. Patient code 3: anxiety (2328) ¿ not listed in IFU. Device code 1: difficult to remove (1528) ¿ not listed in IFU. G1) name and address for importer site: (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information was received on (B)(6) 2016 as follows: the plaintiff allegedly received the device implant via the jugular vein on (B)(6) 2010 as a dvt and pe prophylaxis in anticipation of gastric bypass surgery. The plaintiff alleges vena cava penetration, device is unable to be retrieved, chronic back and abdominal pain, and anxiety.

Event description:
Additional information received as follows: the filter is close to the aorta and small bowel; physicians have advised that surgical risks of retrieval outweigh benefits of removal. Patient additionally alleges chronic back and abdomen pain and organ perforation of all four legs into the bowel wall by 5 mm; one strut by 6 mm perforates into vertebral body with reactive bone formation/periosteal reaction; remaining two by 6 mm and 4 mm respectively.

Manufacturer narrative:
. Correction: the medwatch reports for manufacturer report number 3002808486-2016-00672 that was previously labeled as follow-up #3 was really follow-up #2. This medwatch report serves as a correction as it is the true follow-up # 3, but it is being labeled as follow-up #2 due to report sequence submission requirements as there was no previous official record of follow-up # 2. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ (org)/vena cava (vc) penetration, device is unable to be retrieved, anxiety, back and abdominal pain. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications the filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported anxiety, back and abdominal pain are directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) devices in lot. No other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.